Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient underwent treatment for an abdominal aortic aneurysm on (B)(6) 2018, with the implantation of an afx2 bifurcated stent graft and an afx cuff. During the procedure, a type 1b endoleak from both iliac arteries was confirmed. An afx limb was added on the left side, resolving the endoleak there, but the right-side type 1b endoleak persisted despite a balloon touch-up. The physician elected to monitor the patient.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx2 type ib endoleak of the left common iliac artery (from the index procedure) and additional endovascular procedure complaints are unconfirmed. This is not consistent with the reported adverse event/incident. There was sharp angulation in the mid-left common iliac artery - this could have contributed to the type ib endoleak but that could not be conclusively determined. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.